Event description:
Emptying the trash chute at the basement level and felt stick. Bag opened, device found in trash bag - not activated - no evidence of blood in flashback chamber. Unable to identify location of bag origination. Used IV plastic catheter also found. Individual reported to their provider as dictated by owner of company.